Event description:
It was reported that patient underwent total hip arthroplasty and radiographs taken four days post-op revealed the acetabular cup was in a more vertical position. A revision procedure was performed approximately two weeks later on (B) (6) 2010. The acetabular cup was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - approximately two weeks prior to revision procedure, exact date unknown.